Event description:
It was reported that the customer had heard a lot of people getting infections from the purewick female external catheter. Customer stated that another user has had 3 and they did not specify urinary tract infection (uti) or other infection and did not state that the infections were confirmed by a doctor. It was unknown what medical intervention was provided for the infection. Per clarification mail received from liberator on 08feb2022, stated that the patient was simply stating complaints that they heard about the purewick.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs." " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer had heard a lot of people getting infections from the purewick female external catheter. Customer stated that another user has had 3 and they did not specify urinary tract infection (uti) or other infection and did not state that the infections were confirmed by a doctor. It was unknown what medical intervention was provided for the infection. Per clarification mail received from liberator on 08feb2022, stated that the patient was simply stating complaints that they heard about the purewick.